Event description:
During a polyp removal procedure using a bicap generator, power reportedly surged from 25 to 35 watts; pt sustained a perforated colon.

Manufacturer narrative:
The subject instrument was never returned to circon. No further info is available as to model number, lot number, catalog number, or serial number. Insufficient info upon which to base a frequency of occurrence or severity of occurrence statement.